Manufacturer narrative:
Patient city: (B)(4). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had gone to the emergency room after experiencing hypoglycemia during the night on (B)(6) 2026. The blood glucose value at the time of the emergency room visit or hospital admission or ems dispatch was 37 mg/dl.the patient had been treated with oral carbohydrate intake in the form of cola. No further information available.